Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during inventory inspection a hole was found in the packaging of the device. No patient involvement.

Manufacturer narrative:
(B)(4). Batch # n9339d the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the (B)(4) from the packaging was damaged; it was noted to have a hole in the (B)(4), the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.